Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The patient is female and (B)(6), did v-p surgery on (B)(6) 2015 with 823832 and 823072. Initial pressure was 80mm water. No abnormal issue occurred. On (B)(6) 2015 the patient had larger ventricle and accepted diagnosis in (B)(6) hospital. The patient did lumbar puncture and symptom didn't change better. The surgeon adjusted pressure value as 60mm water. The patient returned (B)(6) center to adjust pressure and monitor. The symptom didn't change better. On(B)(6) 2015 the surgeon suspected the occlusion of programmer after check. The reversion surgery will be done after chinese national day. The products will be exchanged. Now the status of patient is stable.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 60mmh2o. The valve was visually inspected: it was noted that the proximal connector was missing, this could have happened during ex--plantation but this could not be determined. The catheters were visually inspected; biological debris was noted on the inside and outside of the ventricular catheter. A connector was connected to the valve. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water; some holes in the ventricular catheter were occluded by biological debris. The valve was dried. The valve was leak tested, no leaks were noted. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The siphon guard was removed. The valve was then pressure tested at 60mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3832 with lot crbbc2, conformed to the specifications when released to stock on the 19th february 2014. Review of the history device records confirmed the catheters product code 82-3072 with lot crmbnf, conformed to the specifications when released to stock on the 20th october 2014. The root cause of the problem reported by the customer is due to biological debris found the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause for the slight occlusion on the ventricular catheter is due to biological debris. The root cause for the missing proximal connector could be due to wrong handling during ex-plantation, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.